Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "in the installation of the central venous catheter to the patient, it was observed that the catheter, the guide and the dilator present deformity at the tip, which makes it difficult to dilate the skin, therefore the guide bends and makes installation difficult, which is why a new catheter is ordered." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "in the installation of the central venous catheter to the patient, it was observed that the catheter, the guide and the dilator present deformity at the tip, which makes it difficult to dilate the skin, therefore the guide bends and makes installation difficult, which is why a new catheter is ordered." No patient harm reported. The patient's condition is reported as fine.